Event description:
It was reported that during the implant procedure, after the right atrial (ra) and right ventricular (rv) leads were in place, the patient's heart rate was observed to be 30-40 bpm and respiratory arrest was observed. The pacemaker was connected to the leads and pacing was initiated at 60 bpm with maximum outputs. It was noted the rv lead was placed in the left bundle branch (lbb) so a perforation was not suspected. Chest compressions were performed, and a transesophageal echocardiogram (tee) showed some blood in the pericardium, which may have been due to the chest compressions. It was thought a pulmonary embolism had occurred. The patient died. The device and leads were not removed post-mortem. It was later reported that no autopsy was performed and the physician did not believe the implant of the leads contributed to the patient's death.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is filed to correct fields b2 date of death and b3 date of event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, after the right atrial (ra) and right ventricular (rv) leads were in place, the patient's heart rate was observed to be 30-40 bpm and respiratory arrest was observed. The pacemaker was connected to the leads and pacing was initiated at 60 bpm with maximum outputs. It was noted the rv lead was placed in the left bundle branch (lbb) so a perforation was not suspected. Chest compressions were performed, and a transesophageal echocardiogram (tee) showed some blood in the pericardium, which may have been due to the chest compressions. It was thought a pulmonary embolism had occurred. The patient died. The device and leads were not removed post-mortem. It was later reported that no autopsy was performed and the physician did not believe the implant of the leads contributed to the patient's death.